Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for three patients. The patient samples were retested and the results were within the normal reference range. The initial erroneously elevated results were reported outside the laboratory. The patient was admitted to the hospital due to the elevated accutni results and no treatment was given. It is therefore known that no treatment was provided as a result of the hospitalization.

Manufacturer narrative:
Field service engineer (fse) was dispatched to the site to investigate the event. The fse inspected the instrument and performed a (B)(6) procedure on the instrument and no errors were found. Preanalytical sample handling practices were reviewed. Although sample collection and handling is considered a likely contributing factor, a clear root cause has not been determined for this event. MDR # 2122870-2008-00251 documents the results for patient 1. This is 2 of 3 separate MDR reports relate to three patient events associate with a single malfunction report on different days. Reference MDR numbers: 2122870-2008-00251, 2122870-2011-05181 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for additional reportable events.